Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd due to cracked lcd controller on connector board. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. The insulin pump was received with deep minor scratches on lcd window, scratched casing, scratches on display window cover, pillowing keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had scratched screen. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.